Event description:
Information was received, from a friend/family member. Regarding a patient, who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and fecal incontinence. It was reported, that for over 2.5 years, the device hadn't been working for the patient. Patient representative said, that the device had been adjusted quite a few times. And now the device was bothering the patient. And they would like to have the device removed. When asked for event date, patient representative said, they didn't remember the device working that good even in the beginning. Patient said, they were told the device wouldn't be 100% effective. And that they would have to go to the bathroom most of the time. The patient was redirected to their healthcare provider to further address the issue. Agent mailed physician listings to patient representative. Additional information was received, from the a patient on july 15 2024. They reported, that they had made an appointment with their hcp to have the device removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the device has not yet been removed as patient was in a memory care facility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.